Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that tip of the vitrector failed at the moment of cutting at an unknown timing. The procedure type and surgery details were unknown. There was no information about patient impact.